Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not responsive. The cause for the non-functional response button was isolated to a defective response button switch. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that the response buttons on her monitor were difficult to press. The patient was issued a replacement monitor.